Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices are filed under a separate medwatch manufacturer report numbers. Reportedly the common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly calcified left common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device, when the needle plunger was removed no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but with the same results when the needle plunger was removed no suture was present on the needles. It was believed that the mild vessel calcification was causing the needles to deflect. Two additional proglides devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced to the arteriotomy site and tightened, but bleeding continued. Leaving the sutures in the vessel, two additional proglide device sutures were deployed to successfully achieve complete hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.